Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm the reported observations.

Event description:
Additional information was received that the device was later explanted and replaced for unrelated reasons approximately 7 years later.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD), widely fluctuating shock impedance measurements were observed. This product remains implanted and in service. No adverse patient effects were reported.